Event description:
The patient was in the electrophysiology lab. The defibrillator was charged to 200 joules. A shock was delivered. The defibrillator still charged and delivered a 2nd shock without push of button. The defibrillator was taken out of circulation. After the investigation, it was determined that the second shock was not from the external defibrillator or ICD. The ICD rep was in the room when this occurred.